Event description:
A consumer reported that after the intraocular lens (iol) implant procedure, the patient had experienced very blurry vision. The blurriness persisted for about three weeks until her eye pressure returned to 14. The consumer believed that, due to the misshapen cornea, the 17.5-diopter lens was the wrong strength. The patient required 3.75-diopter reading glasses, 2-diopter glasses for computer use, and 1-diopter glasses for driving. The patient had a good outcome after surgery, however was due for a (yttrium aluminum garnet) yag laser capsulotomy in order to optimize the lens outcome which was ordered by the surgeon in (B)(6) 2024 at a postoperative visit the patient had scheduled the yag procedure for (B)(6) 2024 but then canceled it. Additional information has been requested however no further information available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the imdrf health code of f19 was incorrect. It should have been f26 on the original MDR. The manufacturer internal reference number is: (B)(4).